Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally it was reported that the pump battery was observed to be depleting rapidly, and that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Customer's blood glucose level ranged from 206 mg/dl to 216 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.